Manufacturer narrative:
(B)(4). Evaluation, results: (conversion to surgical repair), (severe calcification and severe tortuosity). Conclusions: (severe calcification and severe tortuosity).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 7 cm abdominal aortic aneurysm. The vessel morphology was reported as severe calcification and severe tortuosity. The patient had a femoral to iliac bypass prior to the stent graft implant. The bifurcated stent graft was implanted via the right side, and the gate was cannulated with a wire. The physician inserted the contralateral iliac limb on the left side (MFR report# 2953200-2011-00975), however, was unable to advance it through the iliac to femoral bypass. The device was removed from the patient and there were severe kinks in the device. The device was discarded by the user facility. Another contralateral iliac limb was inserted, however, was unable to be advanced to the intended landing zone and was removed from the patient. There were no kinks or abnormalities noted on this delivery catheter. The stent graft delivery catheter was discarded by the user facility. The physician elected to convert the bifurcated stent graft to an aui with the implantation of two iliac stent grafts, an amplatz plug and a femoral to femoral bypass was successfully performed. No additional clinical sequelae were reported and the patient is fine.